Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. Initial reporter name and address: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "possible rupture".

Event description:
Healthcare professional reported right side "possible rupture", and later reported "capsular contracture baker grade iii". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified no openings were found in the device, wear abrasion and fold creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician

Event description:
Healthcare professional reported right side "possible rupture", and later reported "capsular contracture baker grade iii". The device has been explanted.